Event description:
It was reported that several episodes due to noise in the ventricular channel were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 5.6 to 5.8 cm from the connector pin consistent with friction to the ICD can and damage found could cause the noise anomaly. Internal insulation abrasion was found at 15.5 to 16.5 cm from the connector pin.